Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient previously encountered multiple fluid leaks from unknown locations on the device during an unknown phase of pd treatment. Specific dates of events and number of occurrences were not provided. It is unknown at which points in therapy the leaks may have began. The source of the leaks is unknown. Upon follow up, the pdrn reported that she is unaware of the patient experiencing fluid leaks so she could not confirm if treatments were completed. She confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. No samples were returned for physical evaluation. Additional information has been requested from the patient, however to date has not been received.